Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A home patient (hp) contacted (B)(4) requesting assistance with set up of the home choice (hc) machine. The hp stated that he had contaminated a bag while trying to connect it and wanted to know how to start over. The technical service representative (tsr) had the hp cycler power to get back to setup and start over with new supplies. No patient injury or medical intervention was reported. (B)(4) contacted the home patient (hp) on (B)(6) 2010 regarding the reported problem. The hp has continued therapy no injury or medical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The reported condition could not be confirmed in the lab due to a lack of sample. The root cause was not determined. Review found the labeling adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.